Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states the patient was revised to address osteolysis, metal-on-metal disease, discolored tissue and fluid, and painful hip. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side). The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations since their release for distribution. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: received clinical notes, operative report, lab report, radiological report. The products associated with this reported event were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Update: 11/04/2011 - litigation papers received, there is no new information that would change the outcome of this investigation. Update: 12/31/2012 - pfs and medical records received. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Per wi-3430, revision c, a review of the device history records is no longer required for the provided products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt was revised to address osteolysis, metal-on-metal disease, discolored tissue and fluid, and painful hip.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. The stem was added to the impacted product due to elevated metal ions. Updated patient harms, patient's initials, associated contact and added hospital name and law firm in the facility name.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.